Manufacturer narrative:
(B)(4). The customer returned a set without a report of a defect. During visual examination a tear was found in the silicone tubing near the upper blue fitment. Microscopic examination showed a crush mark to the upper blue fitment. Functional testing was also performed and leaking was observed from the silicone tubing. The root cause of the tear was not identified.

Event description:
Customer returned an unidentified set without a report of a defect. Set was returned with no information. Customer states no further patient or event information is available.